Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device, so the reported complaint could not be confirmed and the repair could not be verified. A non-medtronic service provider opened compressor, cleaned all filters but problem remained, checked pressure at all junctions, no pressure was coming from the air tank (accumulator), compressor was serviced, compressor and ventilator worked properly.

Event description:
It was reported that during set up the ventilator generated an air loss alarm because the compressor was not building pressure. There was no patient involvement.